Event description:
It was reported to a physio-control service representative that the customer's device correctly performed the user test but did not defibrillate. The hard paddles assembly would not deliver consistent defibrillation energy levels. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to a failure of the defibrillation hard paddles assembly and recommended replacement to the customer. The remainder of the device was found to be functioning normally and has since been returned to the customer.

Manufacturer narrative:
Physio-control further evaluated the defibrillation hard paddles assembly but could not verify the reported failure. The defibrillation hard paddles assembly passed functional testing. The energy select dial operated properly and the shock buttons worked on all attempts.